Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received inappropriate therapy for an implantable cardioverter defibrillator (ICD) detected ventricular fibrillation (vf) episode in which an atrial arrythmia was in progress. In addition, after defibrillation occurred possible intermittent right ventricular (rv) lead oversensing and undersensing was noted. It was further reported that the right atrial (ra) lead exhibited intermittent undersensing and oversensing. The ICD, rv lead, and ra lead remain in use. No further patient complications have been reported as a result of this event.